Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (355 mg/dl). Customer stated that the max bolus setting needed to be adjusted to be able to bolus for larger amounts. Tandem technical support guided the customer through adjusting the max bolus settings. Customer delivered a bolus to bring bg levels back to target range.